Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. When removing the supplies she found fluid inside the cassette area of the cycler. The patient reported speaking to her nurse about the event. The cycler was replaced. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. The patient had reported the leak and was prescribed a single dose of prophylactic antibiotic cipro (oral).

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. During treatment at fill phase 1, a ¿lf30 - hb make sure hb is on ht tray and unclamped¿. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.